Event description:
Revision surgery - the locking screw was buckled. There appears to be contact stress on the post and it dissociated from the baseplate. There is significant wear observed on the posterior surface and the posts. The insert was replaced.

Event description:
Revision surgery - the locking screw was buckled. There seemed to be contact stress on the post, and it disassociated from the base plate.

Manufacturer narrative:
On (B)(6) 2012 an agent notified djo surgical of a product complaint involving a posterior stabilized insert. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The insert was returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 12th complaint for this part number. Five of the prior complaints are for a broken post. The root cause of this complaint is that the insert dissociated from the baseplate. The root cause for the insert dissociating from the baseplate cannot be determined with confidence. The amount of visible wear on the explanted component indicates the insert was loaded beyond the limits of the material. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the locking screw was buckled. There appears to be contact stress on the post and it dissociated from the baseplate. There is significant wear observed on the posterior surface and the posts. The insert was replaced. Note: the initial MDR was submitted in error as 1644408-2011-00155, this second follow up is to correct that date and MFR report number to 1644408-2012-00155.

Manufacturer narrative:
On (B)(6) 2012 an agent notified djo surgical of a product complaint involving a posterior stabilized insert. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The insert was returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 12th complaint for this part number. Five of the prior complaints are for a broken post. The root cause of this complaint is that the insert dissociated from the baseplate. The root cause for the insert dissociating from the baseplate cannot be determined with confidence. The amount of visible wear on the explanted component indicates the insert was loaded beyond the limits of the material. There are no indications of a product or process issue affecting implant safety or effectiveness.